Event description:
The pt was positioned for a mammogram, the exposure was made, the compression paddle did not release the breast. The emergency off button was pushed and the compression paddle tightened. The technologist manually pulled the compression paddle apart and the breast was released. The mfg rep states, "there was a power surge/flicker and the ups at the acquisition station did not activate shutting down the acquisition computer. The emergency buttons did not fail." The ups has been replaced with an updated model. When there is a power loss, compression must be released manually utilizing the manual compression knobs on either side of the gantry. These were tested and performed safely.